Manufacturer narrative:
Method - (B)(4) (actual device tested). Results - (B)(4) (no malfunction found. Device is working properly). Conclusion - (B)(4) (no malfunction found. Device is working properly). Manufacturer ref # (B)(4). It was reported that during an afib - atrial fibrillation procedure, the customer experienced high power rf delivery during the ablation. The power setting for the smartablate generator was 50 watts; however, the power was increased and the customer was able to ablate on 52 watts without any alarm message. The customer did not notice this issue during the procedure however the high power was displayed on the ablation summary screen on the smartablate generator and it was found out after the procedure. The case was completed without any patient consequence. This type of issue is indicative of a reportable event. The device was evaluated and no error found. Device is within specification. The device was subjected to the preventive maintenance (pm), safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib - atrial fibrillation procedure, the customer experienced high power rf delivery during the ablation. The power setting for the smartablate generator was 50 watts however the power was increased and the customer was able to ablate on 52 watts without any alarm message. The customer did not notice this issue during the procedure however the high power was displayed on the ablation summary screen on the smartablate generator and it was found out after the procedure. The case was completed without any patient consequence. This type of issue is indicative of a reportable event.